Manufacturer narrative:
(B)(4) date sent: 1/24/2017. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information: the surgeon did not break the tip of the device; he burned through the tissue pad. The tissue pad did detach and fall in to the patient. It was retrieved though it was unknown how. It was unknown how the procedure was completed.

Event description:
It was reported that during a total laparoscopic hysterectomy the tip broke off of the disposable and fell into the patient. The piece was located and removed from the patient. It is unknown how the procedure was completed and there were no patient consequences reported.